Event description:
When trying to hang medication via sigma IV pump, an alarm sounded & screen went black. The screen instructed user to press ok to silence alarm & to remove & replace battery pack. The pump then indicated improper shutdown. Pump was taken out of service & sent to bio-med.